Event description:
It was reported that during the scheduled deep brain stimulation (dbs) procedure, the physician encountered a failure in establishing communication between the implantable pulse generator (ipg) and the functioning remote control during device functional testing. Multiple attempts were made to reestablish communication, but all efforts were unsuccessful. The physician elected to replace the non-communicating ipg with an alternative model and as a result the procedure was completed without further complications. The patient did well postoperatively.

Manufacturer narrative:
Analysis of the returned vercise gevia implantable pulse generator (ipg) passed all functional tests, exhibited normal device characteristics, successfully charged within four hours, and established communication with a functioning remote control (rc) and clinician programmer (cp). A review of product labeling confirmed the device was used in accordance with the instructions for use (IFU). The IFU also notes that hardware malfunctions and the need for revision are known risks associated with deep brain stimulation (dbs) systems. Based on the available information, boston scientific concludes that the reported communication issue could not be confirmed. The ipg functioned as intended, and the probable cause is classified as no problem detected.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that during the scheduled deep brain stimulation (dbs) procedure, the physician encountered a failure in establishing communication between the implantable pulse generator (ipg) and the functioning remote control during device functional testing. Multiple attempts were made to reestablish communication, but all efforts were unsuccessful. The physician elected to replace the non-communicating ipg with an alternative model and as a result the procedure was completed without further complications. The patient did well postoperatively.